Event description:
It was reported that when a patient presented in-clinic for a device check, noise was observed during isometric testing. Programming changes were made. The patient will be monitored remotely.

Manufacturer narrative:
(B)(4).